Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted tka procedure, the spring on tip of the real intelligence robotic drill came loose and off of drill. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. The reported problem was visually confirmed. The wave spring of the nosepiece was returned disconnected from the drill. A functional evaluation was performed. The reported problem was confirmed. Drill was found to work normally once the wave spring was connected to the nosepiece. A possible cause of the loose wave spring seems to have been from user mishandling. It is possible that the spring was caught during cleaning of the drill or prior to assembly and pulled from the nosepiece. It is also possible that the spring was not assembled onto the drill properly. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.